Manufacturer narrative:
Method - device was not returned; followed up with company representative.

Event description:
It was reported that a spine consultant was aware of 4-5 x-stop device removals. It was noted that the cases were done a year ago and the spine consultant does not have details as he did not sell the product. No additional information was reported.